Manufacturer narrative:
Patient weight not made available from the site. On 08/01/2016 a medtronic representative, following-up at the site, reported that after speaking with the site operating room (or) staff, confirmed the software was exiting unexpectedly. Booting text would display on the monitor, then the user would be brought back to the app-launch screen. This occurred four times throughout the procedure, each time re-entering the software restored normal function. Return requested. Replacement computer shipped to site 08/01/2016. Medtronic investigation of returned suspect device finds that initially powers on successfully. Post's and boots to log-in screen. Launch application and navigate for 12 hours plus without issue. Ram and hhd report no errors. Reported issue most likely related to intermittent ram card connection. Device found to be fully functional. No fault found. On 08/02/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A site biomed representative reported that while in a functional endoscopic sinus surgery (fess), their navigation system unexpectedly exited in the operating room (or). No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was 20 minutes. There was no impact on patient outcome.